Event description:
Customer reports one incident of blood leak on reuse #26 during pt treatment. Estimated blood loss 200 cc's. Noted by a blood leak alarm and confirmed with hemastix. No pt injury or medical intervention reported.